Event description:
Customer called regarding the settings for the correction bolus. Customer stated that she was in the emergency room due to high blood glucose. Customer unable to control the blood glucose level and she is sick. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.